Event description:
It was reported that the patient's right hip was being revised due to pain. The surgeon did not comment intraoperatively reason for pain. Medical records, device, and x-rays will not be made available due to hospital policy.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported a 0 degree liner. The following other hip devices were also listed in this report: unknown accolade 127 degree stem. Unknown lfit 32mm head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Medical records, device, and x-rays will not be made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving an unknown liner was reported. The event was not confirmed. Medical records received and evaluation: a review indicated ¿both stem and cup still appear stable in the bone with the remainder of their bone-interface¿. There are no notes regarding the reported liner. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient's right hip was being revised due to pain. The surgeon did not comment intraoperatively reason for pain. Medical records, device, and x-rays will not be made available due to hospital policy.